Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural factors (manipulation of the devices), in addition to patient factors (severe annular calcification with no bav performed, female gender, advanced age - (B)(6) years) may have contributed to the aortic arch dissection/rupture and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. The 14fr esheath was positioned without issue. No balloon aortic valvuloplasty (bav) was performed. There were difficulties crossing the severely calcified native aortic valve with the commander delivery system. To help the delivery system cross the annulus, slight pressure was applied, which in turn apposed the delivery system more against the greater curve of the aorta. Once crossed, the valve was deployed in the desired location. Following valve deployment, the blood pressure (bp) rose to normal levels but then dipped from 170mmhg to around 80mmhg after a few minutes. A root angiogram was performed which demonstrated a dissection of the aortic arch with blood seeping out from that location. An echo was performed to confirm the findings on fluoro and the hemodynamic readings. It was determined that the patient had multiple comorbidities and would likely not recover from open heart surgery. No actions were taken. The patient passed away on the operating table. It was believed that the pusher of the commander delivery system may have contributed to the aortic dissection while attempting to cross the native annulus.